Event description:
It was reported that the patient was experiencing discomfort and difficulty charging due to ipg was not sitting correctly in the pocket. The patient underwent a pocket revision procedure and was doing well postoperatively. The ipg remain implanted in the patient.